Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: the second affiliated hospital of shantou university medical college this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 04jun2026, the patient underwent transurethral resection of a bladder tumor. After the surgery, a foley catheter was placed to drain urine, and continuous bladder irrigation was performed to help the incision heal and keep urine flowing smoothly. When trying to irrigate the bladder with saline after catheterization, it was found that the fluid couldn't enter the bladder. Upon checking, the inflow channel was blocked, so a new catheter was replaced, and the procedure was successfully completed.